Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital with signs and symptoms of pulmonary edema and general fluid overload. While observing the patient it was noted that the patient's rate would fluctuate between 50 and 100 bpm and the flows were between 4 and 8:5lpm respectively (rate 60's with flows of 5-6 lpm was normal for this patient). The team performed an echo that showed nothing obvious for the cause of the clinical symptoms. The vad coordinator spoke with the manufacturer and stated that the fluctuations had stopped and the patient was in auto mode with a rate of 50bpm and flows of 4-4.5lpm. The surgeon wanted the patient in auto mode as they were going to take the patient to the cath lab, since the surgeon felt it was an issue with the pump. The manufacturer reiterated to the vad coordinator to look at the most recent chest x-ray and determine if the upper and lower bell housings on the inflow valve conduit were aligned normally to rule out potential inflow obstruction due to a break in retention suture holding the two housings together. It was also suggested to look at the blood flow through the pump, especially through the outflow graft, to ensure that there was not a kink in the outflow tract. The result of the cardiac cath was contrast to evaluate potential pump issues. The vad coordinator stated that they believe the inflow valve/conduit was the issue and that the bell housings may be separated, but that it was a bit difficult to determine if this was in fact the cause of the problem. The plan at that point was to hold the patient through the weekend to decrease his fluid overload and get him in better shape for a pump replacement. A few days later the patient had a pump replacement. The hospital will be sending the pump to the manufacturer for analysis. The patient remains stable and on lvad support.